Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air from the side port of the sheath was introduced more than usual. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 72788, was returned and analyzed. The sheath showed the device was intact with no apparent issues. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking; the valve disk was suspected to be torn. In conclusion, the reported air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that 12 applications were performed with a balloon catheter, 2af284 with lot number 22275 without any issues on the date of the event. The reported air ingress was not confirmed through data analysis. Pending analysis of the physical product. If information is provided in the future, a supplemental report will be issued.